Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, a clot was visualized on the end of the catheter through intracardiac echocardiography (ice) after completing the lesion set. The clot was not seen during array deployment, catheter manipulation, or ablation, as ice was used to visualize catheter movement. The clot disappeared from the ice view approximately 20 seconds after it was first identified. The case was completed with pulsed field ablation. It was later noted as per the physician that there was no symptoms or negative outcomes and patient was doing well, requiring no intervention. No patient complications have been reported as a result of this event.